Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly, which resulted in the pump shutting down. Subsequently, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 30 mg/dl. Although the battery depleting and pump shutting down is not likely to result in a low bg, customer was unsure of the cause of low bg and alleged that it could be due to battery depletion and shutdown. Bg was treated with intravenous glucose. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 128mg/dl.).